Event description:
Suspected lead screw malfunction. The lead was repositioned on (B)(6) and then explanted on (B)(6). New lead implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, the ligature marks were noted 17.5 cm distal to the is-1 connector pin. In this region the insulation and the conductor coil were found severely circularly squeezed and deformed. During the mechanical analysis the fixation helix could be properly extended and retracted. No deviations were noted which might have contributed to the reported screw malfunction. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.